Manufacturer narrative:
The pt did not suffer an injury, nor did the pt require medical intervention. According to the facility, the excessive fluid removal was 4000cc over a 2 hr timeframe. Facility's nurse had failed to break the frangible pin in the dialysate bag. Therefore during treatment, the prisma machine pulled the fluid amount programmed for the dialysate from the pt as opposed to from the dialysate bag as intended. The nurse involved in this incident was retrained on the use of dialysate bag and the prisma machine. Solution bag MFR report# 1051129-2006-00014.